Event description:
The following has been reported: "the pump stops during ongoing infusion due to error 35." There was no reported harm to the patient. Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and error 35 have been found, therefore the reported event is confirmed. The reported device was not sent back to brézins for investigation. Error 35 is a known issue that occurs in a particular configuration where the flow rate is slightly changed during infusion at an already very low flowrate. As an example : changed by <110% for rates of 0.1 to 0.7 ml/h. Upon investigation of the previous cases about error 35, it was confirmed that this issue is linked to the pump embedded software. Corrective actions have been implemented and a fix will be released in july 2023. Meanwhile, as a recommendation, a workaround might be to stop the infusion before changing the flow rate and restart the infusion or considering using a syringe pump which is more appropriate for such low flow rates. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.